Manufacturer narrative:
Insulin pump passed the displacement test but prime, fill during rewind the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime, compromised forced sensor system and excessive no delivery test due to loose drive support disk. Pump received with cracked battery tube threads, cracked reservoir tube lip and cracked case window corner. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a crack to the corner of the screen towards the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.